Event description:
The account stated that the architect i2000 analyzer has generated a false positive b-hcg result on a patient sample. On (B)(6) 2010, the patient's result was 1036 miu/ml. On (B)(6) 2010, another sample from the same patient was tested and the result was negative. Both samples were retested and the result of (B)(6) 2010 was confirmed to be incorrect. There was no adverse impact to patient management reported.

Event description:
The account stated that the architect i2000 analyzer has generated a false positive b-hcg result on a patient sample. On (B)(6), 2010, the patient's result was 1036 miu/ml. On (B)(6), 2010, another sample from the same patient was tested and the result was negative. Both samples were retested and the result of (B)(6), 2010 was confirmed to be incorrect.

Manufacturer narrative:
(B)(4), although a leaking trigger pump and dirty sample probe were replaced, a relationship between the parts replaced and the discrepant result could not be made based on the available information. Although no specific troubleshooting or maintenance was performed between (B)(6) 2010 (date of occurrence) and (B)(6) 2010 (date original sample was retested), no additional discrepant result issues were reported. Abbott field service replaced a leaking trigger pump and the customer replaced the sample probe which was dirty. However, a relationship between the isolated discrepant result on (B)(6) 2010 and the leaking trigger pump and dirty sample probe is not likely due to the three week time lapse since the discrepant result was generated. A review of i2000 complaint and trending data did not identify a product issue or adverse trend associated with discrepant results and/or discrepant b-hcg results. The review determined the current rate of erratic complaints and occurrences per million tests for the architect i2000 falls below the internal rate documented at launch for the architect i2000. Labeling in the architect system operations manual is adequate with regard to maintenance and component replacement, and troubleshooting the customer's issue. Causes for elevated concentration and erratic results include but are not limited to the sample was not collected and/or prepared correctly and the probe is dirty or partially clogged. The limitations of result interpretation section states errors can occur due to potential operator errors and architect system technology limitations. Labeling in the total b-hcg assay package insert is sufficient with regard to intended use, performance specifications, and limitations and requirements related to specimen handling, calibrations and controls. Based on the available information, a specific cause for the customer's issue was not identified. Probable causes include sample handling or integrity issues and/or intermittent probe contamination or clogging that was not detected by the operator or the i2000 pressure monitoring system that cleared during use. A deficiency was not identified.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.